Event description:
Patient received a replacement heated tubing (B)(6) 2023. Months later device threw a humidifier fault code. No issues since new in (B)(6). Heated tubing seems to have triggered the fault. Resmed has device back under RMA.